Event description:
It was reported that after injecting water in the foley catheter and checking the cuff the water could not be drained out well and almost no water could be drained out. And also stated that no special treatment was taken because it was pretest. Per investigator's notification received on 22nov2024, it was reported that there was an asymmetrical balloon found during sample evaluation.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation received 1 silicone temp sensing foley catheter with sample port connector and syringe. Upon inflation an asymmetrical balloon of 100: 0 was found however the balloon deflated under 5 minutes with no difficulties. Also received 4 photo samples. First photo sample shows inflation cap. Second photo sample shows outer product tray. Third photo sample shows top view of catheter. Fourth photo sample shows end of catheter with deflated balloon. Based on the physical sample received the reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the reported event was unconfirmed. A labelling review was not required as the reported event was unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after injecting water in the foley catheter and checking the cuff the water could not be drained out well and almost no water could be drained out. And also stated that no special treatment was taken because it was pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd